Event description:
Unomedical reference number (B)(4). Event occurred in the spain. On 29-april-2024, it was reported by the patient that seven infusions set fell off due to tape not sticking. The infusion set was in use for few hours. The first occurrence occurred on march 01, 2024; the second on march 11, 2024; the third on march 17, 2024; the fourth on march 23, 2024; the fifth on march 28, 2024; sixth event happened on april 09, 2024, seventh on april 17, 2024. Customer replaced infusion set and resumed insulin deliveries successfully no further information was available.

Manufacturer narrative:
Device 4 of 7.